Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that pump was not responding to button presses. The reporter claimed that the pump felt warmer than normal and that moisture appeared behind the screen after the pt swam in a pool. The reporter also claimed that the keypad was peeling off.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump would not power on and liquid was seen behind the display lens. The pump failed a leak test. The pump was opened and a liquid was found inside the pump. Analysis was unable to investigate the complaint regarding the pump not responding to button presses or feeling warm.